Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00066 was sent in error.

Event description:
It was reported that while using the bd facs¿ sample prep assistant that there was erroneous results. The following information was provided by the initial reporter: called back, spoke to and she explained that when the samples are done running they are very cloudy and if they let them sit for a few minutes, the rbc's will settle to the bottom and do not appear to be lysed. I asked if they are getting any error messages and they are not. Not lysing red cells.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ sample prep assistant that there was erroneous results. The following information was provided by the initial reporter: called back, spoke to and she explained that when the samples are done running they are very cloudy and if they let them sit for a few minutes, the rbc's will settle to the bottom and do not appear to be lysed. I asked if they are getting any error messages and they are not. Not lysing red cells.